Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The device did not turn on even while being plugged up. The power cord was not charging the unit. Unit had 13v and 0% charge on battery. The device unit did not power on and no lights, checked the integrity of the power cord, customer replaced the power cord, unit powered on normally, went into service mode to check the battery, battery had 13v and 0% charge, replaced the battery and let the unit charge for a few hours, ran a battery test and power fail test, all test passed, performed t&v procedures, replaced electrical safety sticker, returned unit to customer, the device is fully operational. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint reporting that the device shut down. The customer reported there was no patient involvement at the time the issue was discovered.